Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving morphine drug, unknown (1.5 mg at .31703 mg/day) via an implantable pump for unknown indications for use. It was reported that the hcp tried to fill the patient's pump and noted that the pump had flipped. X-rays were ordered to see position of pump. X-rays revealed the pump was flipped. The hcp was able to flip the pump back to correct the position. The pump flipped again later and the patient was scheduled to undergo a pump pocket revision on (B)(6) 2021. When the hcp opened the patient up to do the pump pocket revision on (B)(6) 2021, the hcp saw that the pump flipped freely in the pocket, and the catheter was kinked and twisted on itself.  The pump was repositioned in the pump pocket, and the catheter revision was performed as well on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021.  The device diagnosis was other pump flipped and catheter kink. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. The event date was (B)(6) 2021.